Manufacturer narrative:
The valve was not explanted and it can not be evaluated to determine cause of issue reported the device history record for the lot reported was reviewed and no issues were observed. The product was manufactured, inspected and released in compliance with current procedures. The serial number does not correspond to the lot number reported. We suspect a typo but unable to determine. The serial number belongs to product fp8 lot l0114. For lot n1015 that was reported the following serial numbers were released: (B)(4). The manufacturing process was reviewed and no issues were observed. The units are being manufactured in compliance with current processes.

Event description:
"I am a glaucoma specialist in (B)(6). My last 3-4 cases with the ahmed valve has resulted in hypotony. I have been putting valves in the eye for the past 16 years and haven't had similar issues in the immediate postop period. No leakage around sclerostomy site. I am concerned that there may be issues with the valve mechanism and wonder if the batch of valves we have in stock can be looked at by the company." Patient current status: hypotony pod1 and needed to go back to operating room. Patient brought back to operating room and tube tied off. Vision and iop improved